Manufacturer narrative:
The issue was discovered/verified by a stryker product assessment center technician. The cause of the reported issue was determined to be the reed switch sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
A distributor contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.